Event description:
Customer reported that the cufflator needs calibration. There was no pt incident or injury reported. Eval of the returned product revealed the unit does not hold pressure.

Manufacturer narrative:
(B)(4). Eval: results ¿ eval of the returned product revealed the needle pointer was below zero. No readings could be taken since the unit does not hold pressure. Also the clip is compressed against the casing and the rubber protective ring has small cuts. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).